Manufacturer narrative:
The technical service engineer (tse) confirmed with the customer that the site completed the case with open surgery due to the reported issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the vision cart would not power on. The staff stated that the integrated electrosurgical unit erbe (erbe) generator was on. The technical service engineer (tse) asked staff to unplug the erbe and plug the vsc into that exact same outlet. The tse asked them to check the fans and led's on the core, video processor & the endoscopic controller (ec) and they were off, but the switches were turned on. The tse asked staff to check if the main breaker on the vision cart was on, and it was off. The tse had staff turn the breaker on and now the led's are on and the fans are on. The procedure was converted to open surgery.